Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported the right ventricular lead demonstrated high thresholds. The atrial lead had noise. Both leads were capped and replaced during a routine device changeout procedure. No patient complications have been reported as a result of this event.